Event description:
It was reported that during inspection at the user facility the cover of the device could no longer be closed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during inspection at the user facility the cover of the device could no longer be closed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was discarded by a stryker foreign subsidiary and will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was discarded by a stryker foreign subsidiary and will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.